Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen 45 gel stent became exposed in an unknown eye post-op and the surgeon removed the xen at the slit lamp and there were no issues and the patient is doing well. The iop is well controlled on cosopt.